Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: system error could not duplicate. Case notes: problem description, (B)(4). Customer called due to a "system error" message in the logs that they could not duplicate. No error code provided. I recommended performing preventative maintenance on the unit and if it passes to send out for use. If fault is observed again I recommended sending in for repair under warranty. No patient involvement. Interaction record (B)(4).